Manufacturer narrative:
Additional information was added to d10, h3 and h6 (update evaluation result code from 114 to 213 and evaluation conclusion code from 4315 to 67). H10: initially the complaint was evaluated using one (1) sample photo; subsequently, the actual sample was returned for evaluation. A visual inspection was performed which observed a black particulate matter inside the blister packaging only and not on the actual device itself or in the sterile fluid path of the device. Additional tests were performed to evaluate the device for contamination including medical device particle matter determination and microbiological bioburden tests. The results were satisfactory. The device met specification. Therefore, the reported condition of ¿dirty extension set with mold like areas¿ was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed a black particulate matter inside the blister packaging which contains the final product. Due to the nature of the returned sample no others test were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set in an unopened package was dirty and appeared to have mold-like areas. This was identified during a ¿self check¿. The customer was unable to verify if the particulate matter was inside the fluid path as they did not open the sterile package. There was no patient involvement. No additional information is available.